Event description:
It was reported that the user experienced hyperglycemia while using the ilet, with a cgm value of 331 mg/dl and a confirmatory fingerstick of 436 mg/dl after a recent supply change, a shower with more than 30 minutes of disconnection, and a meal; the user performed a reflective calibration and reported no leaks or kinks. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case identified use-related factors associated with temporary disconnection and recent supply change, and no medical device malfunction or component failure was identified. It was concluded that the event was related to therapy interruption rather than device performance. If additional information becomes available, a supplemental MDR will be submitted.